Event description:
It was reported that this right ventricle (rv) lead was explanted due to dislodgement. The patient had twiddler syndrome and twiddled the leads out of the heart and was shocked. A new lead was successfully implanted. No additional adverse patient effects were reported.